Event description:
It was reported that during implant, there were issues with fixation of the lead. After removal from the body, the helix would not extend properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, there were issues with fixation of the lead. After removal from the body, the helix would not extend properly. The lead was not used and another lead was implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.